Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device was returned without its original packaging. A visual evaluation of the provided picture confirmed the stated failure mode. The distal tip of the device punctured through both sterile trays. The clinical medical evaluation concluded that ,based on the information provided, the root cause of the contaminated stem was most likely a packaging/shipping/handling/storage issue; however, the exact cause could not be definitively determined as s&h/storage are outside of s&n control. Per email communication, the patient outcome ¿was not compromised¿; however, there was a reported 15-minute delay during which ¿a different size implant which wasn¿t ideal¿ was implanted. It is currently unknown if this could have any effect on the functional outcome. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed that this failure mode has been identified. Some potential probable causes of this event could include rough handling or improper storage. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: d4 g1 MDR reporting contact name and address and phone number

Event description:
It was reported that during thr procedure it was noticed a contaminated implant. The packaging was fine on the outside but when it was opened the box was damaged with the device inside the packaging. The hip stem pierced trough the inner sterile packaging and the outer sterile packaging it had to switch to a different size implant to completed the procedure which wasn't ideal. No backup was available. Surgeon requested a high off set stem but was able to use a standard offset stem. Delay reported of 15 minutes.